Event description:
It was reported that the patient presented to the hospital emergency room due to syncope. The patients lead exhibited loss of capture and low impedance. The lead was explanted and was noted to have insulation damages through visual examination. The lead was replaced and the patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture, low pacing lead impedance were not confirmed but insulation damage was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found the inner/outer insulations cut/damaged at the middle region of the lead consistent with procedural damage. Electrical testing and x-ray examination found no conductor fractures except an internal short between conductors consistent with procedural damage.